Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot#: va17gnx, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a manufacturer's representative regarding a patient with an implanted neurostimulator (ins) for gastrointestinal /pelvic floor therapy. It was reported the patient reported good symptom relief but had a sudden loss of relief after a bad fall, the date of the fall was not reported. The patient started feeling of shocking in her leg on the same side of her device. Her symptoms returned and she was unable to have relief so turned device off. The physician took an x-ray (date unknown) and the lateral view showed the lead in s3 but electrode zero at the anterior edge of the sacrum and all three remaining electrodes in the foramen; the lead appeared to be kicking out laterally and he neurostimulator appear to be shifted in pocket. The patient¿s device and lead were replaced and the issue resolved. No further complications were reported or are anticipated.